Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. A note on the implant sheet states "infection. No rep at surgery". A 0° 36e liner was implanted.